Event description:
The catheter was placed in a pt with a vsd in the pericardial space on (B)(6) 2008, and removed on (B)(6) 2008. Three months later, on (B)(6) 2008, upon insertion of a central venous catheter, it was found that the distal portion of the pericardial catheter, including the pigtail, had detached, remaining lodged in the pericardial sac, near the heart. The dr did not realize the pigtail had separated when he removed the c-pcs-500-ttl until x-rays were taken. Not related to this pigtail issue, the pt needed another heart surgery and the pigtail fragment was removed at this time. ((B)(6) 2008), as the pt remained in the hospital.

Manufacturer narrative:
(B)(4). No product was returned to assist in our investigation. However, the date the procedure was initially performed was given as (B)(6) 2008. The expiration date of this product was labeled as (2007/12). Based on this information, this situation may be due to instructions not followed/off label use/user error. We will continue to monitor this device.